Event description:
The customer contacted philips healthcare to report that the device has been dropped, therapy shock failure occurs when the functional test is performed. There was no patient involvement.

Event description:
The customer contacted philips healthcare to report that the device has been dropped, therapy shock failure occurs when the functional test is performed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.